Event description:
Pt is a (B)(6), male, who is having his previously implanted depuy asr hip asr xl acetabular system removed following a recall by depuy orthopaedics. Depuy orthopaedics issues a voluntary recall of its asr sl acetabular system or depuy asr hip resurfacing system on (B)(6) 2010.